Event description:
The guidewire (subject device) was returned for analysis and it was discovered that the subject guidewire was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection an attempt had been made to shape the guidewire tip. The guidewire nitinol tubing was broken in 2 sections, 10.5cm from the distal end and 188.3cm from the proximal end. These sections were held together by a severely stretched platinum coil. The nitinol tubing of both sections was inspected, and the core wire was broken. The core wire at the distal end was observed through the distal tip dome. The guidewire was soaked in water. After soaking the guidewire, it was inspected wet. The hydrophilic coating was intact. Functional inspection was not performed as the guidewire was broken/fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on the device analysis. The device failed to meet specifications when received for complaint investigation due to the analyzed anomalies. Additional information provided by the customer indicates there was no damage noted to the packaging prior to opening the packaging, the dispenser hoop was flushed before removing the guidewire and there was no resistance when the guidewire was taken out of the dispenser hoop, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, the guidewire tip was not shaped, continuous flush was set up and maintained throughout the clinical procedure and how tortuous patient¿s anatomy was severely tortuous. Friction/resistance was noted when the microguidewire guided the microcatheter for several times after selected to the blood vessels. Resistance was felt at the distal end of the microcatheter. The same microcatheter was used to finish the procedure. Product analysis found an attempt had been made to shape the tip of the guidewire. The guidewire nitinol tubing was broken in 2 sections, 10.5cm from the distal end and 188.3cm from the proximal end. These sections were held together by a severely stretched platinum coil. The nitinol tubing of both sections was inspected and the core wire was broken. The damage to the guidewire indicates the device encountered significant manipulation during the procedure. An assignable cause of procedural factors will be assigned to the reported defects ¿guidewire distal tip stretched¿ and ¿guidewire difficult to advance¿ in addition to the analyzed defects ¿guidewire broken/fractured during use¿ and ¿guidewire distal tip stretched¿ since this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.